Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item #: unknown, item name: unknown head, lot #: unknown, item #: unknown, item name: unknown cup, lot #: unknown, item #: unknown, item name: unknown stem, lot #: unknown.

Event description:
It was reported patient has been indicated for hip revision due to dislocation. Liner component will be removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
Upon further review it was found that the complaint is not reportable as the patient was non-compliant. There were no complaints or allegations against our product therefore the initial MDR was filed in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.